Event description:
Pt with acute myocardial infarction was taken to cardiac cath lab for coronary angiogram, left heart cath, left ventriculogram and coronary angioplasty. Peripheral angiogram showed an intact iliofemoral system so the perclose closer was used to close the right arterial puncture site. The suture in the perclose broke and perclose and suture were removed without harm to the pt. Hand pressure was applied to the site. Pt was stable and transferred to ICU with sandbag to groin site. Staff stated that the suture in the perclose product appears thinner than the product they used previously. Cardiologist has been trained in use of the product and occurrence was witnessed by staff who stated the device was being used properly therefore probably not due to operator error. No injury to pt. Discharged in 2002.

Event description:
Add'l info rec'd from MFR 3/29/02: the device has not been received by perclose. However, the lot number listed in the agency's letter is 79033-6h. Perclose reps were unable to obtain add'l info regarding this incident. The device was reportedly returned to perclose on 1/23/02. There has been no confirmed receipt of this device as of 3/28/02. This per will be updated if new info is gathered with respect to the device's availability. The device history record was reviewed and no deviations were found relevant to this investigation. The suture lot tensile strength was confirmed to be within specs per the receiving inspection records. The suture lot was accepted as meeting all required specs. Co was not able to establish a root cause based on the available info. There were no further evaluations performed by perclose to determine whether these events were attributable to the device. The date of this event was not provided to perclose; however, the agency's letter indicates that the event occurred in 2002. Perclose did not become aware of the event until receipt of the agency's letter on 2/25/02. There have been no design changes or modifications, including sterilization changes, in the device since first marketed that may be related to the event; however, a list of all changes to the closer s is attached (see "PMA submissions for closer s and accessories.")